Event description:
It was reported to philips that the device battery, which was approximately 9 years old, would only last for twenty five minutes. Although it was noted that the device was available for clinical use, there was no patient involvement at the time of the alleged failure.